Event description:
During routine preventative maintenance testing by the user facility, the device did not sound no audible alarm tone. The customer reported that after inducing a proximal occlusion on channel a, the device display indicated an occlusion and a "clicking noise" was detected, but the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. The customer reported there was no pt involvement.